Event description:
The pt was bilaterally implanted with smooth saline devices on 5/22/96, subsequently it was noted that the pt was experiencing "pain" in both breast and the prosthesis were removed on 7/30/97.